Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the system was unresponsive after registration. The device could not be used even after rebooting. Another navigation device was used to complete the surgery. There was no impact on patient outcome.